Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reprocessing of the device after the previous procedure was insufficient, resulting in the brown foreign material in the air/water nozzle. However, a definitive root cause could not be established. The device's instructions for use provides the following regarding inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The device's reprocessing manual provides the following: "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - flush water and air into the air/water channel." "Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." When immersing the endoscope in detergent: "with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned." "Presoak for excessing bleeding and/or delayed reprocessing after each procedure." During inspection and testing, service found reduced angulation due to stretched angle wires, and the instrument channel was buckled and deformed. The light guide lens was dirty, and the light guide bundle was damaged. The insertion tube was buckling and had a perforation. The image guide protector had a perforation. The universal cord coating was peeling. There was a gap in the adhesive rubber on the bending section. The bending angulation was out of specification due to wear of the angle wires. Several of the device components demonstrated scratches, dents, and wear over time. Per the legal manufacture, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was an olympus loaner asset that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, service observed that there was brown foreign material in the air/water nozzle. This report is being submitted for the event found during evaluation of the device (foreign material). There was no patient involvement.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 16-mar-2022.